Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the rn noticed the secondary infusion back flowing into the primary bag. The rn noted this by looking at the drip chamber of the secondary antibiotic infusion as it was infusing at a very fast rate and also noticed the normal saline bag was filling up. The drip chamber of the primary tubing was at first only 1/2 full then filled up along with the primary ns bag. There was no report of harm.

Event description:
The customer reported that the rn noticed the secondary infusion back flowing into the primary bag. The rn noted this by looking at the drip chamber of the secondary antibiotic infusion as it was infusing at a very fast rate and also noticed the normal saline bag was filling up. The drip chamber of the primary tubing was at first only 1/2 full then filled up along with the primary ns bag. There was no report of harm.

Manufacturer narrative:
The customer¿s report of backflow from secondary to primary was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was visually inspected under magnification was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in the fluid and air bubbles going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane or any solvent to the check valve component with no damages to the interior of the check valve or to the diaphragm. The root cause of this failure was not identified.